Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 68 mg/dl. Reportedly, customer inadvertently initiated a 12 units bolus which decreased their bg level. Customer attempted to self-treat by drinking juice; however, was treated intravenously with fluids of saline at the ER. Customer was released from the emergency room with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.